Event description:
Customer called to report a liquid leak found below the reagent compartment from the reagent carousel at the right side of the unicel dxc 800 system. Customer did not report harm or fumes, however, the customer technical specialist (cts) advised the customer to treat the leak as a potential biohazard. Customer was then advised to stop the system, place paper towels in the compartment and on the floor, meanwhile avoiding contact with the fluid. Customer was advised on how to properly shut down the system and external water supply, and to no longer use the system. The cts then set up a service call for evaluation of the system. On the same day, the field service engineer (fse) replaced the a/b valve and the 3-way valve. The fse also checked the reagent carousel to find a large amount of liquid. The fse then checked the drain lines and cleared the obstructions. Neither user nor any patients were harmed. As of (B)(4) 2011, no other leaks were reported.

Manufacturer narrative:
(B)(4).